Event description:
It was reported the patient has never had effective stimulation coverage. The sjm rep has reprogrammed the patient several times to no avail. It was reported the lead has several invalid contacts. The patient is weighing his options.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.